Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading level was displayed as ¿high¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level decreased to 52 mg/dl. Bg was addressed via glucagon injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.